Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 8:30 am for a high blood glucose level of 600 mg/dl. The customer was not in a car accident. The nurses took the insulin pump off the pt. No further info was provided.